Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and a cause for the reported single leaflet device attachment (slda) resulting in tissue injury is due to patient anatomy (leaflets were thin, friable and tethered). The reported patient effect of tissue injury as listed in the eifu, is a known possible complication associated with triclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4-5 functional tricuspid regurgitation (tr), friable, tethered heart with slight rotation, thin leaflets for a triclip procedure. During the procedure, first triclip was implanted. Upon deployment, it was determined that there was a single leaflet device attachment (slda) and the clip was no longer attached to the septal leaflet. Chordal rupture was observed. Additional triclip was implanted to stabilize the slda. The final tr was grade 1. There were no adverse patient effects or clinically significant delays reported.